Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown morphine 2.5 mg/ml at an unknown dose via an implanted pump. It was reported on (B)(6) 2020, the patient ended up in the hospital and they thought it was because of the morphine. It was further reported that ¿something may have gotten into the morphine or the medication did not get in the pump.¿ the patient was hallucinating so they performed an MRI of her head and back. It was noted they found that her lower back was all messed up from years before the pump. It was reported now both of her legs were swollen and numb too. The patient was hurting really bad and wanted to know what to do. The patient was redirected to the healthcare provider (hcp) for further troubleshooting on symptoms and the pump. It was reported the patient had lost 25 pounds and could really feel the pump. The patient was going to call the hcp for an appointment. It was mentioned the patient had been disabled since she was (B)(6) years old.